Event description:
When using the 3ml 25gx1" vanishpoint syringe was scratched by something and then noticed that the needle was bent backwards, sticking out of the cap and out to the side. This was found on another device still in the packaging.